Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the surgeon put in the 3.2 guide pin. The wire tip had broken off. By reaming with short cm lag screw reamer, reamer tip touched th broken wire remaining in the patient, and reamer tip broke off. It was reported, that you can see broke wire and reamer tip on final x-rays. The surgery was delayed for about 10 minutes.